Event description:
It was reported that this right atrial (ra) lead and pacemaker exhibited a high out of range pacing impedance measurement greater than 2,000 ohms resulting in activation of the lead safety switch (lss) feature to unipolar configuration. Additionally, the device and lead exhibited oversensing of noise resulting in storage of a signal artifact monitor (sam) episode. Further review was recommended. No further assistance was requested at this time. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.